Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrence of the original problems, pain, discomfort and "trouble with her bladder". Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 2183959-2016-00060, 2183959-2016-00061